Event description:
It was reported that while stimulation was turned on the patient experienced a shocking or jolting sensation during the night of (B)(6) 2011. The patient felt like the stimulation was "running at a 10". When he checked the implantable neurostimulator (ins) voltage it was the same as he had left it. The battery was .75 full. On (B)(6) 2011 the patient experienced a shocking sensation of approximately 2 seconds while at work. The shocking sensation was at the ins and the lead-extension connection location. The stimulation was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).